Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a capsular tear in a patient's left eye during a laser assisted cataract procedure. No issues were noted during the laser portion of the procedure. The tear was noted during phacoemulsification and the doctor relates it to the laser.

Manufacturer narrative:
A company representative visited the site to evaluate the system. Per the service request, the representative verified all calibrations met specifications. Depth and energy calibrations were found to meet specifications. In this case it was noted that there was no problem with the laser treatment. Surgery support following these cases also reported capsular tears. However, the representative on site noted no problem with the capsulotomy or system. The system was found to meet specifications. Therefore, the root cause of the reported event can be attributed to user error. Based on assessment, the product met specifications at the time of release. (B)(4)